Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The distributor performed a supply change on the pump and was unable to replicate the issue.